Manufacturer narrative:
Additional information received indicating the speaker was producing sound. This is no longer considered a reportable event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mp5 monitor indicating that there was a loudspeaker problem. A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed had replaced the speaker, but there continued to be a loudspeaker fault. The rse suggested this may be an issue with the motherboard, and advised the biomed that it should be replaced. A philips field service engineer (fse) went to the customer site and replaced the mainboard. It is unknown if the speaker was able to produce sound, when this issue was noticed. Additional information has been requested. The device was not in clinical use at hte time the issue was discovered. There was no adverse event or harm reported.